Event description:
It was reported that the right ventricular (rv) lead bipolar impedance was significantly higher than unipolar impedance. It was also noted that r- waves were being sensed in bipolar but intermittently undersensed in the unipolar pacing configuration. The device will be programmed to unipolar, the lead remains in use and will be monitored. No patient complications have been reported as a result of this event.